Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)

Event description:
Customer reported receiving a threshold suspend on the insulin pump due to sensor glucose and blood glucose issues. The customer was assisted with troubleshooting for the issue. Customer's blood glucose was 102 mg/dl. No additional information provided.